Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.